Manufacturer narrative:
Our evaluation of the returned unit determined that the bracket stabilizing the jaw saw an insufficient weld. Corrective measures have been implemented.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the jaws scissored. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.